Event description:
Dealer states "allegedly the arm of the chair has broken off. Noticed arm was bent down. Dealer unlocked arm at bottom and arm allegedly came completely off. The other arm dealer cannot even get off. Box was allegedly in good condition.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the arm of the tdxsp-mcg power chair, allegedly broke off. Dealer noticed that the arm was bent down, unlocking the arm at the bottom and it came completely off. This is an out of box failure. The shipping box was allegedly in good condition. No injury.